Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to dismantling . Surgeon explanted 40mm/+3 humeral cup, 40mm centered glenosphere with screw and glenoïd baseplate, and implanted a helmet head. Primary surgery in 2016 and previous revision surgery in (B)(6) 2017 due to infection and dismantling without any detailed information.